Event description:
It was reported that on (B)(6) 2011 the patient obtained a low blood glucose level of 55 mg/dl and he was "not feeling well" after he discovered the insulin pump had intermittent power. The patient received assistance from an hcp and was treated with chocolate, and felt better afterwards. His subsequent blood glucose reading was 76 mg/dl. On that day, the patient noted the pump would intermittently reboot. The patient claimed he missed his alarm to test his blood glucose level and he was under stress. Troubleshooting revealed there was no damage or corrosion on the pump or battery. It was also determined the o-ring was visible indicating the battery cap was not fully secure. The patient was able to replace the battery and fully secure and tighten the battery cap, and the issue was resolved. There is no evidence the pump was not functioning appropriately in delivering insulin as programmed. The patient's technique was incorrect by not tightly securing the battery cap. However, as the patient allegedly suffered blood glucose levels indicative of severe hypoglycemia after the pump power issue, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. There were no power issues observed in the black box history. There was no data in the black box from the time of the reported power issue due to continued patient use. There was no damage found to the battery cap or battery compartment. A battery cap contact test was performed with no connection defects found. The pump powers on normal with no alarms noted. The pump was opened and no damage was found to the power circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.